Manufacturer narrative:
Two treatment tips with the same lot number were used during this procedure, this report is for the second tip involved. The tip was returned and evaluated. Tip passed flow, leak, visual, and thermistor testing. Functional testing was performed and no issues were observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner reported that while performing a thermage treatment on the face, water blisters formed under the patients chin. The treatment to the patient¿s eyes and forehead went well. However, when treating the left side of the face, the patient experienced discomfort and indicated that the tip was too hot. The tip was switched after the left side of the face was completed. The patient was comfortable with the second tip on the right side of the face until approximately 100 pulses on the lower level, the patient reported discomfort again and the practitioner observed blisters started to form under the chin area. Both, tylenol and advil were administered to the patient prior to the treatment. The patient was instructed to use unknown gentle cleansers and unknown moisturizers for treatment. The practitioner is unsure if there will be any permanent damage or scarring. The highest energy level used during the treatment was 2.5 for the cheeks area and then it was lowered to 1.5 due the patient discomfort. The treatment tips were inspected prior to use and every 50 pulses until the blisters were noticed. No issues were noted on the tip. Two treatment tips with the same lot number were used during this procedure, this report is for the second tip involved.

Manufacturer narrative:
Two treatment tips with the same lot number were used during this procedure, this report is for the second tip involved. A review of the manufacturing records showed all requirements were met. The treatment tips and datacard log were returned for evaluation. Service could not review the data because logs did not have any data written into it. No issues were found during the evaluation of this tip. According to thermage cpt system technical user¿s manual burns and blisters are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, burns, blisters, and scabbing are known possible adverse patient reactions to thermage treatment.